Event description:
It was reported that the ultrasonic scalpel did not seal and coagulate the tissue properly. Ties and claps were used to seal the tissue. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the returned device revealed a partially separated handle. Gaps were observed along the top and at the buttons. The rotary dial was no longer within the handle resulting in the jaws being stuck in the closed position. Although the complaint indicated that the device problem occurred intra-op, examination of the returned device did not reveal any evidence of clinical use. Per communication with the user facility, the device was used and had a tissue sealing issue and there was no handle damage to the device before returning it to sss, indicating the handle separation most likely occurred as a result of an impact of the handle against a hard surface during return transit. Since the device could not be tested in its returned condition, it was reassembled without gaps in order to test its functionality. The scalpel's activation was tested on a generator and the device passed initial, button (each button was tested 10 times), and pedal testing. The device's ability to cut and coagulate was tested using the same generator with min and max settings of 3 and 5 respectively and liver as the test medium. The device passed all cut and coagulation testing. Cutting/coagulation effectiveness is related to various factors such as, but not limited to, power level (generator settings) and surgical technique. Sss instructions for use state, "use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00017 where an additional procedure had to be performed due to a vessel not being sealed during the original procedure, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.